Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when inserting the guide pin using recon mode, the first time it went slightly forward, so the guide pin was put back, the device was raised and the guide pin was inserted again, but it interfered with the nail. So, it had to be re-inserted. When the guide pin was completely pulled out afterwards, the front end was found to be broken. It was very difficult to remove the tip, so the operation was completed while the tip was left in the patient's body."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting the guide pin using recon mode, the first time it went slightly forward, so the guide pin was put back, the device was raised and the guide pin was inserted again, but it interfered with the nail. So it had to be re-inserted. When the guide pin was completely pulled out afterwards, the front end was found to be broken. It was very difficult to remove the tip, so the operation was completed while the tip was left in the patient's body."